Manufacturer narrative:
Add'l info will be provided upon conclusion of the manufacturer's investigation.

Event description:
A 2-person transfer was taking place; while positioning a chair for transfer, the bar became detached. Resident fell to the floor, hitting their head on a bed frame. Resident expired due to blunt trauma a short time later.